Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery cat heter system (dcs), the valve dislodged to the left ventricle. The valve was surgically removed and a medtronic surgical valve was implanted. No additional adverse patient effects were reported.